Event description:
During a heart procedure visigo sheath of biosense webster disintegrated in the heart of a patient causing heart perforation injury leading to death. The device polymer puller wire got dislodged in the heart and the sheath showed splitting and bird nesting of wires. Biosense webster, inc. Patient had atrial fibrillation and underwent ablation that was supposed to be followed by watchman device implantation before the complication occurred.